Event description:
It is reported that the surgeon attempted to implant the articular surface into the knee and was unable to get it to engage with the tibial component. A new implant was opened and successfully implanted.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was compressed down on one side. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to the surgical technique.

Manufacturer narrative:
.

Manufacturer narrative:
This report will be amended when our investigation is complete.